Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The day after the onset, the patient was treated with vancomycin and forzid (doses, routes, duration and frequencies not specified) for peritonitis. On an unreported date, treatment included fortum (dose, route, duration and frequency not specified) for peritonitis. At the time of this report, the patient was recovered from the event and dianeal therapy was ongoing. No additional information is available.